Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. Upon evaluation, the belt connector latches were broken, creating a loose connection between the electrode belt and monitor. The broken latches cannot be ruled out as a potential contributing cause of the false asystole events and belt communication faults. The root cause of the damaged connector is physical abuse no adverse event resulted from the damaged connector.

Event description:
A us distributor contacted zoll to report that a patient's device was producing false asystole events and belt communication faults.